Event description:
Reporter indicated that patient had vns revision surgery due to high lead impedance. Diagnostics were performed and resulted in high lead impedance. Patient was sent to surgery consult.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.